Event description:
Caller reported a malfunction on pump, but there were no notable events prior to the malfunction as per the caller¿s son. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset pump, and malfunction code did not recur. Customer was advised to continue using pump and to call back if the issue recurred.